Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer was unable to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.